Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery, on the first firing of the wedge, the surgeon closed the handle on the tissue, pushed the green button and began to squeeze the stapler. The stapler stopped and would not proceed. The handle retraction knob was pulled back and the jaws of the reload opened. The stapler was removed and a new handle was opened to complete the procedure without issue. There was no patient injury.